Event description:
Customer reports via phone that during an undetermined urology procedure, the system fluoro failed. Staff brought in a portable c-arm fluoro unit and completed the procedure without further incident. Customer provided no further patient or procedural info, other than to say the patient is fine. No reported injury.

Manufacturer narrative:
Fse troubleshot the reported no fluoro issue and resolved by replacing the generator console. Fse verified proper operation per service checklist and returned to unit to service.